Event description:
Complaint rec'd reporting flow/delivery issues with use of one z3252 132" primary set w/ remv 4 gang 102 manifold w/4-way stopcock. It was reported that the z3252 device set's 102 valves back flowed resulting in incorrect/mixed drugs infused into the pt. The incident was reported as follows, three syringes containing fentanyl, propofol and succinylcholine, were mated/connected to the z3252 sets 102 valves. The clinician "pushed" the fentanyl dosage initially unaware that the succinylcholine had back flowed into the fentanyl syringe where the mixed dosage was being administered to the pt. The attending clinician immediately realized what occurred, and administered propofol bolus. Pt responded to the corrected dosage and was not harmed/injured. There were no critical delays or complications and the procedure proceeded as scheduled. F/u confirmed no adverse consequences post incident. Pt has since been released from the facility. The z3252 device set was pre-tested/primed with no issues noted at that time.

Manufacturer narrative:
Device returned status: the z3252 device set or syringes were not returned to the MFR. A review of the complaint database for similar devices/102 flow issues did record add'l reports and investigations. A review of those investigations recorded mixed results including usage errors; no defect found; mfg; cannot determine. Analysis and investigation: as part of the MFR's continuous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports of 102 component issues. Engineering studies of affected equipment and processes, molding parameters, relevant component design and dimensional attributes and potential variables were conducted. These on-going studies and relevant data have identified interim improvements including minor modifications to the welding process where data studies have shown improved crack specification that reduce potential retrograde. Current production is running with these modified parameters. Additionally, minor design changes were implemented to the cap/102 buttons that have shown to minimize any potential seal anomalies. Current engineering efforts are focused on add'l design and molding enhancements to further minimize variables. Heightened inspection criteria including tighter concentricity callouts have been implemented. These improvements are being monitored concurrent with efforts on further design improvements. Conclusion: the involved devices were not returned for analysis and confirmation. The exact cause(s) of the reported event/product experience are unk.